Event description:
It was reported that damage to the device occurred. The target lesion was located in the left anterior descending artery. An 8 x 2.25 promus elite drug-eluting stent was advanced for treatment. However, during procedure, damage to the device was noted. The procedure was completed with another stent. There were no patient complications reported. It was further reported that the target lesion was 50% stenosed and severely tortuous and mildly calcified. The device damage was further clarified that the the stent was damaged and did not expand.

Manufacturer narrative:
(B)(6).